Manufacturer narrative:
Updated manufacturing plant address : d3. One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. Review of the event history log (ehl) showed no errors. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged downstream occlusion failure. As a result, the downstream occlusion sensor and seal, air detector, membrane were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a damaged downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.